Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined.

Event description:
It was reported to boston scientific corporation that after a procedure using a n-kit precision twist bone anchor system for soft tissue support, the patient experienced "serious bodily injuries, including extreme pain, erosion of her internal bodily tissues and other injuries similar to the ones described in the FDA's (B)(4) of (B)(4), 2008.'' Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.